Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a battery change and possible right ventricular lead replacement, high capture threshold was observed. The patient was not dependent. The physician decided to keep the lead implanted as the high threshold was considered stable. The patient was in stable condition and recovering.